Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 19 mmol/l with no symptoms. The patient had discontinued pump therapy at the time of the call. The reporter stated that they had contacted the patient¿s healthcare provider in relation to the alleged event and had made changes to the pump¿s basal rate as a result of the healthcare provider¿s advice. The reporter reviewed the pump history and found that the basal delivery totals did not match. The cause of the variation was determined to be due to the customer making changes to the basal program. The remaining basal and bolus recordings were found to be accurate. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event which caused them to seek treatment advice from a healthcare professional.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within the required range, and delivering accurately. An ezcarb and ezbg bolus was manually calculated and the pump correctly calculated the same units. The pump bolus calculation feature was functioning properly.